Event description:
It was reported that during a gastric sleeve procedure, the staples of the reload did not close properly and for this reason, this gastric tissue slid. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60d cartridge that was reported (ex: ec60, long60a, pse60a, etc.)? Was the staple line complete (full 60mm)? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the procedure completed? Was buttressing material utilized? If so, which product?

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the product code and lot/batch number for the stapler used with the ecr60d cartridge that was reported (ex: ec60, long60a, pse60a, etc.)? Ec60a. Was the staple line complete (full 60mm)? Not. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Regular, but was not totally stapling . How was the procedure completed? Finally the surgeon could finished the procedure, but was necessary use other stapler above. Was buttressing material utilized? If so, which product? Not.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d cartridge reload was received. The reload was received fully fired and with cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. Additionally found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload.